Event description:
A pump alarm was reported, identified as alarm 20, occurring during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge following the proper technique, enabling the customer to successfully resume insulin therapy.